Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the illuminator to address the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the illuminator associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue through error logs, but could not reproduce the event during testing. Visual inspection of the unit found the fans were dusty, missing screws/brackets and there were brown marks on the unit. The illuminator was tested on in house system and passed with no problem found.

Event description:
It was reported during a da vinci-assisted total benign hysterectomy surgical procedure, the light went out on the illuminator. The customer tried to recover from the fault, however the issue persisted. Technical support engineer (tse) reviewed the logs and found 48238 and 297 faults, which point to an issue with the illuminator. The procedure was converted to laparoscopic surgery prior to calling for support. There was no reported injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success.